Event description:
It was reported that the customer had a reservoir leak around the top of reservoir of the insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. The customer does not have the reservoir anymore but offered to send the replacement for them.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.